Manufacturer narrative:
After further review MFR#(B)(4) is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Event description:
It was reported that during use with a bd facslyric¿ there was variations in profile of patient samples obtained by laboratory personnel. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: the laboratory reports variations in the profile of the samples in the automated routines (loader) in facslyric. The customer has observed that the samples are not getting adequate after being acquired at facslyric. We request more information by email to analyze and design the next steps and actions. In contact with the customer it was reported that the equipment is operational and that the error observed previously was resolved after monthly cleaning of the equipment.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd facslyric¿ there was variations in profile of patient samples obtained by laboratory personnel. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: the laboratory reports variations in the profile of the samples in the automated routines (loader) in facslyric. The customer has observed that the samples are not getting adequate after being acquired at facslyric. We request more information by email to analyze and design the next steps and actions. In contact with the customer it was reported that the equipment is operational and that the error observed previously was resolved after monthly cleaning of the equipment.